Manufacturer narrative:
Initial reporter title: professor. Initial reporter address 1: (B)(6). Device eval by manufacturer: returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed that the stent was partially deployed 6mm from the distal end of the middle sheath. There was a kink to the outer sheath at the nosecone. Microscopic examination revealed damage to the tip. The lock for the thumbwheel was missing. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 24jun2021. It was reported that a 6mm x 40mm x 130cm eluvia drug-eluting vascular stent system was selected to treat a short lesion in the superficial femoral artery (sfa). The device was unable to cross due to severe calcification in the proximal lesion. The catheter tip was crushed while attempting to pass the device through the lesion. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported. The patient was fine. However, device analysis revealed that the stent was partially deployed.